Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/6/2021. H.6. Investigation: a complaint of tubing being damaged and leaking was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was a small cut on the blue tubing of the set. A device history record review could not be performed on model 10015861a because a lot number was not provided by the customer. The manufacturing plant was notified of the defect. An investigation was performed and it was determined that the defect occurred at the component level. The supplier of this component was notified of the defect. The sample was accidentally discarded prior to the supplier requesting the sample. This defect has been seen before and is being investigated by the supplier currently. H3 other text : see h.10.

Event description:
It was reported gem dc 20d 3ss 1 chk vl & dehp free tbg had a hole in it and leaked. The following information was provided by the initial reporter: "the 2nd bag of zinecard was about to be primed when it was noticed it was dripping quickly in the chamber and everything was clamped. The tubing was picked up and the outer glove was slightly wet and a drip was nothiced on the counter. Upon further investigation it was discovered the tubing had a hole in it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem dc 20d 3ss 1 chk vl & dehp free tbg had a hole in it and leaked. The following information was provided by the initial reporter: "the 2nd bag of zinecard was about to be primed when it was noticed it was dripping quickly in the chamber and everything was clamped. The tubing was picked up and the outer glove was slightly wet and a drip was noticed on the counter. Upon further investigation it was discovered the tubing had a hole in it."